Event description:
It was reported that a patient passed away due to natural causes unrelated to the device. No autopsy would be performed, however, the generator was explanted and returned to the manufacturer for analysis. Product analysis has not been completed at this time. Good faith attempts to obtain additional information regarding the patient's death from the treating physician have been unsuccessful to date.